Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d4, d8, d9, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: smashed connector, cracked connector, material lense and main body leakage. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: smashed connector, cracked connector, material lense and main body leakage due to wear and tear of wire. The most probable malfunction due is traced due to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information was provided by the customer:

Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6). E1 - address 1:(B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera head experienced a cable broken issue during a set up procedure. There were no reports of patient involvement.